Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter is damaged/broken at the blue hub/port side, causing medication leakage during administration". The user changed to a new set to complete the procedure. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body and extension lines. After failing functional testing, a hole was observed in the medial extension line. Microscopic examination confirmed the damage. The edges of the hole are smooth and uniform, which suggests contact with a sharp object (i.e. Scissors, scalpel, sutures, etc.). No other defects or anomalies were observed. The inner diameter of the medial extension line measured 1.47 mm , which is within the specification limits of 1.42 mm - 1.50 mm per medial extension line extrusion product drawing. The outer diameter of the medial extension line 2.19 mm, which is within the specification limits of 2.13 mm - 2.21 mm per medial extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each extension line. When flushing the medial line, a leak was observed in the medial portion of the line. The distal and proximal extension lines flushed as intended. A manual tug test confirmed all extension lines were secured within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a faulty catheter was confirmed through analysis of the returned sample. Visual and functional testing revealed a leakage from a hole in the medial extension line. The edges of the hole are smooth and uniform, which suggests contact with a sharp object (i.e. Scissors , scalpel, sutures, etc.). Despite the damage, the sample met all relevant dimensional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter is damaged/broken at the blue hub/port side, causing medication leakage during administration". The user changed to a new set to complete the procedure. There was no patient harm or injury. The patient's current condition is reported as "fine".